Event description:
On (B)(6) 2010, the patient reported the display on her insulin infusion device is blank. She stated she noticed this when trying to change her infusion set. She inserted a new battery and she heard a beep but the display remained blank. She stated she uses rechargable batteries but has also tried an alkaline battery. She said her device has not been dropped recently. She declined further troubleshooting. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion device and battery cover were replaced and requested to be returned for evaluation.